Event description:
Robotic arm #1 with monopolar curved scissors jumped forward and nicked a vessel during surgical intervention. Clips were successfully applied to control the bleeding vessel. An add'l monopolar curved scissors jammed during this procedure. Reason for use: laparoscopic robotic supracervical hysterectomy.